Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site to evaluate the instrument and discovered that the diluted detergent tubing had become disconnected from the cuvette wash station causing detergent to leak onto the floor. The fse removed and replaced the tubing joint to resolve the issue. The fse also discovered that the diluted detergent had flowed out from the joint, ran down the tubing and onto a plug. The current shorted around the metallic pins inside of the plug and socket. There was no visible fire or smoke but the plug was burnt. Both pins of the plug and socket isolated in seconds after the liquid caused the short. The instrument also generated a "5321 rate reverse reaction check error" alarm at the time of the event. The fse replaced the burnt plug to resolve the issue. Per the au680 clinical chemistry analyzer user's guide, customers are instructed to clean the wash nozzle unit, check the tubing mounting joints and verify the integrity of the tubing joints. Beckman coulter's investigation indicated that losing the diluted detergent dispense of one nozzle would not likely affect the washing of the cuvettes sufficiently enough to potentially generate erroneous results. The au680 clinical chemistry analyzer is also ((B)(4) standards association) certified and meets the electrical safety standards. (B)(4).

Event description:
The customer reported a diluted detergent leak from the cuvette wash station of the au680 clinical chemistry analyzer. There was no report of any change or affect to patient treatment in connection with this event. It is unknown of what personal protective equipment the customer was wearing at the time of the event, but there was no report of injury or direct exposure to the leak.